Event description:
The customer stated an architect i1000sr analyzer generated bhcg results between 5 and 25 for nine patient samples. The samples were repeated and generated results <1.20. The falsely elevated bhcg results were not reported outside the laboratory and there was no adverse impact to patient managment reported.

Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated b-hcg concentrations on the architect i1000sr system. Negative samples have returned both positive and grey zone b-hcg results when a high concentration b-hcg sample is assessed prior to the negative sample with architect total b-hcg (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect rubella igg (list number 6c17) assay and/or the architect havab-igg assay (list number 6c29). This occurs due to reagent mediated sample carryover of high b-hcg samples caused by the architect rubella igg assay specific diluent component or the architect havab-igg micorparticle component on an architect i1000sr system. Architect rubella igg is currently being reformulated.